Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ tricuspid regurgitation (tr) and scoliosis with tourtuous vein for a triclip procedure. During the procedure, it was difficult to insert the steerable guide catheter (sgc) through the femoral vein, however, ballooning and pre-dilation was required. Sgc was removed from the patient and was replaced with new device. Procedure was successful. All steps were performed as per IFU. The final tr was grade 1+. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.